Event description:
Account reports, cancer pt received overinfusion of morphine during i.v. Treatment. Hcp reports when pt began to experience difficulty breathing, the pump was stopped and oxygen was administered. The pt was transferred to the intensive care unit, was intubated and four ampules of narcan were administered. At time of report, pt had been stabilized, extubated and transferred back to the oncology unit.